Manufacturer narrative:
(B)(4). Approximate age of device: 1 year and 4 months. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient called the vad coordinator at approximately 11:00 pm on (B)(6) 2017 to report that their primary system controller alarmed twice with a low speed advisory after connecting to the mobile power unit (mpu). The patient was advised to immediately switch to battery power. After connecting to batteries, no further alarms were received and vad parameters remained within normal limits. The patient was reported to be asymptomatic. When the patient arrived to the center, review of device history revealed two pump stoppages. The customer reported that there was no trauma observed to the driveline, but the patient¿s weight had fluctuated since implant, approximately (B)(6) pounds. Log file analysis completed by the manufacturer¿s technical services representative confirmed two pump stoppages that occurred while the system was attached to the mpu. The customer was informed that this type of behavior has been linked to potential issues with the percutaneous lead (driveline). The physician did not want to pursue a percutaneous lead (driveline) replacement at this time. No additional information was provided.

Manufacturer narrative:
Although the reported pump stoppage was confirmed via the submitted system controller log file, the cause could not be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.